Event description:
It was reported that the device would not power on after installing a new battery. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio isolated the cause for the malfunction to be the main pcb assembly. The main pcb assembly will be replaced to resolve the device failure and after observing proper operation, the device will be returned to the customer for use.

Manufacturer narrative:
Device available for evaluation? The initial emdr reads: yes device available for evaluation? The initial emdr should read: no date device returned to manufacturer on the initial emdr reads: (B)(4) 2012. Date device returned to manufacturer on the initial emdr should read: blank. (B)(4). The initial emdr reads: physio-control evaluated the device and verified the reported failure. Physio isolated the cause for the malfunction to be the main pcb assembly. The main pcb assembly will be replaced to resolve the device failure. After observing proper operation, the device will be returned to the customer for use. The initial emdr should read: a third party service provider evaluated the device and verified the reported failure. The provider isolated the cause for the malfunction to be the main pcb assembly. The main pcb assembly was replaced and proper device operation observed through functional and performance testing. The device was repaired and returned to the customer for use.